Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pituitary broke at the tip during an unspecified spinal surgery.. No patient complications are associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.